Manufacturer narrative:
The insulin pump was received with a blank display due to corroded/rusted electronic and motor assemblies.

Event description:
It was stated that the insulin pump got wet, causing a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.